Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a low battery alarm but when she changed the battery the insulin pump did not work. After changing the battery again the insulin pump still did not work. She could not get the insulin pump to turn back on. Customer's blood glucose level was 120 mg/dl. The display was blank. The insulin pump was dropped. The display did not return after troubleshooting. The device was not returned.